Event description:
Allegedly, patient was revised due to infection revision njr number: (B)(4). Side:r; primary asa: p1 - fit and healthy; additional information received on 10/21/2020 from (B)(6). He sent an email to complaints containing specific lot numbers for an event. See correspondence log. Components not revised: profemur tl stem size 9 / product ID: prtl0029 / lot number: 068575785; profemur® neck 15dg var/val long / product ID: pha01262 / lot number: u0983036. Mhra reference no: (B)(4).